Event description:
Customer states that her aviva meter shows signs of an electrical short. The display of the meter appears burnt, and has a bluish-orange burn going from the bottom to the top of the screen. Customer states that she noticed the burn this morning. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.